Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Health effect - clinical code: appropriate code not available - false passage.

Event description:
It was reported that on (B)(6) a novasure procedure was performed. The device passed the cavity assessment and the ablation started, when the doctor went back in with the scope feels that may have actually been in a false passage and the doctor ablated the false passage. No perforation or bleeding was found. The patient is now doing well, with few cramps, no bleeding, urine, and bowel motion normal.